Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site to determine the cause of the discordant high prothombin time (pt) result on the sysmex ca-1500 system and found no issues. The controls were within the expected ranges. Pattern of results indicated a sample handing issue. The customer accepted that the discordant result was due to poor sample handling by the customer and potentially a mixing issue. The lab will review proper techniques of reagent/control and sample handing with technician. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant high prothombin time (pt) result was obtained on a patient's sample on the sysmex ca-1500 system. This result was provided to the physician, who questioned the results. The patient's blood was re-drawn and run on the same ca-1500 system. The results recovered within the expected patient range and with results from the previous day. The original patient sample was re-spun and re-run. The results obtained from both blood samples, the re-drawn and the original re-spun, were within the expected patient range. These results were not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, elevated pt results.